Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The customer received troubleshooting information from technical support over the phone. During troubleshooting, it was determined that the customer needed to replace the damaged part. Replacement of the damaged part will resolve the reported issue. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the black clip behind pin that holds the fan into the back of the device was physically damaged. There was no patient involvement reported.